Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a symptomatic patient presented in the emergency room, the device was found to be in backup vvi mode. A device code download was performed successfully. No adverse consequences for the patient.